Event description:
It was reported that there was a possible free flow with saline. A new secondary bag (50ml of magnesium sulfate solution) was given to the patient at 3:59pm at 25 ml/hr with a volume to be infused of 50 ml. The nurse found the bag empty at 4:10pm and stopped infusions. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a possible free flow with saline. A new secondary bag (50ml of magnesium sulfate solution) was given to the patient at 3:59pm at 25 ml/hr with a volume to be infused of 50 ml. The nurse found the bag empty at 4:10pm and stopped infusions. There was patient involvement but no harm.